Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that upon interrogation it was noted that the lead safety switch (lss) was triggered on the pacemaker and right ventricular (rv) lead. A review of the daily measurements showed a decrease in the rv pacing lead impedance measurements from around 700 to 500 ohms a few months earlier which was suspected to be about the time that the lss was tripped. The health care professional (hcp) planned to program back to bipolar, turn lss back on, and continue to monitor if everything else was good after testing. Also, numerous ventricular tachycardia episodes were observed with ones showing a ventricular sensed event immediately following a ventricular paced event. Boston scientific technical services (ts) discussed events in the logbook and provided troubleshooting options. Additional information was unable to be obtained. The system remains in service. No adverse patient effects were reported.